Manufacturer narrative:
The reported complaint of the icy catheter (lot 195831) leak was confirmed during functional testing. A water emission/leak was observed from the proximal luer port during the lumen crosstalk test. The probable root cause is a weakened wall between the lumens, which withstood pressure testing during manufacturing but resulted in a leak during clinical use. A visual inspection of the returned catheter was performed. No physical damage was observed on the catheter. Blood residue was observed in the luered tubings. Functional testing of the returned catheter was performed. All the infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi, no leak was observed from the catheter balloons. However, a water emission/leak was observed from the proximal luer during the lumen crosstalk test, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the icy catheter with lot # 195831.

Event description:
The icy catheter (lot # 195831) was used to provide ivtm treatment for a patient after the cardiac arrest. The catheter was placed in the left femoral vein smoothly after the first attempt. After 25 hours of treatment, while the patient was still in the cooling phase at a target temperature of 33°c, a decrease in the fluid was observed in the saline bag, but no blood was found in the catheter or the suk. The catheter was checked and the leak was confirmed. The customer followed the IFU and did not replace the saline bag before the leak investigation. The customer suspected the infusion of 250 ml of saline fluid. To continue the therapy, the catheter and suk were replaced using the same console. Although no leak was found in the suk, it was replaced as a precaution. The patient is stable, and no patient injury was reported.